Manufacturer narrative:
Correction: conclusion code "device failure directly caused event" was incorrectly entered. As reported on initial report: the testing of the computer was unable to duplicate the reported issue. Corrected conclusion code now provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that when booting up the navigation system the computer displayed an 'sr manager failure error'. The medtronic representative rebooted the navigation system and upon reboot found the same error displayed. The medtronic representative left the computer on and after 15 to 20 minutes reported the computer moved to the software application launch screen. The medtronic representative then entered the ent application and reported the computer moved slow between tasks and became unresponsive. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: conclusion - "part not returned" was incorrectly entered as the part was returned for analysis, reported on the initial report. Corrected conclusion code now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site on (B)(4) 2015. On (B)(4) 2015, a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect device finds that the testing was unable to duplicate the reported issue. No sr manager errors were observed during multiple launches of the software applications. The computer passed fa and phd testing. No problem found.